Manufacturer narrative:
Concomitant medical products: mcs-p3-26-aoa-us transcatheter valve; mcs-p3-26-aoa-us transcatheter valve, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing. The lead remains in use. No patient complications have been reported as a result of this event.